Event description:
On (B)(6) 2012 a patient contacted us by email reporting a corneal abrasion received from a contact lens. She states she inserted her lenses and "started to have a problem with my right eye." She states she continued to wear the lens and reports that evening she removed the lens and proceeded to clean it. She states she "put it on the tip of my finger and rolled my thumb over it, suddenly I felt a sharp prick and noticed a small spot of blood on my finger." On further examination she "looked through a magnifying glass and saw a small shard of glass on my finger." She also noted a tear in the lens. She went to her optician and was referred to an eye clinic where she was diagnosed with a corneal abrasion. She was rx with chloramphenicol and carbomer lubricating eye drops. A lens was returned to our firm for evaluation. On (B)(6) 2013 we received a notice from her attorney and medical treatment records. The records reveal a diagnosis of recurrent erosion syndrome (res) and therefore may indicate a potential permanent injury. Due to the new information, this is being reported as a serious injury. Treatment records as follows: review of treatment records: (B)(6) 2012: "optician referral. "Original injury in (B)(6) - found piece of glass under cl - treated by cl practitioner. Irritable since." Hx: "cl's monthly disp, not worn regularly" diagram shows irregular central area label "res" (recurrent erosion syndrome) "fb on rim, clear - touched by 1/c needle, probably fb. Loose epithelium all way round" "treat now as res - oc chlor (chloramphenicol) qds s/7, (illegible tears qds 2/12, (illegible) nocte 2/12, cl holiday 8 days, 2012-04-04 "stinging" diagram with dots paracentral area of cornea at 3 o'clock notes: "healed abrasion but still visible, not staining. Explained still vulnerable to breaking down again so continue lubricants for 2/12." The lens in question was returned. No packaging or lot information was provided. A visual inspection was performed. No foreign matter was observed. A tear was observed on the lens. No lot information was provided therefore manufacture and expiration dates are unknown. Manufacture site and line number are not known. A device history review cannot be performed. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in executive management review meetings.